Event description:
It was reported by a third party biomed that the device had the ability to charge the defibrillation energy, but was unable to deliver the energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the third party biomed advised that after an evaluation of the device, it was observed that the internal connection of the therapy connector assembly was loose. After the biomed was able to re-seat the connection, proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The cause of the loose connection was not determined. The initial medwatch report should indicate: the third party biomed advised that after an evaluation of the device, it was observed that the internal connection of the therapy connector cable, connecting to the therapy pcb assembly, was loose. After the biomed was able to re-seat the connection, proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The cause of the loose connection was not determined.

Manufacturer narrative:
(B)(4). The third party biomed advised that after an evaluation of the device, it was observed that the internal connection of the therapy connector assembly was loose. After the biomed was able to re-seat the connection, proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The cause of the loose connection was not determined.